Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient is experiencing pain at the ipg site due to waist of pants rubbing against the ipg pocket site. As a result, the patient had a surgical intervention, wherein ipg pocket was moved to upper buttock on (B)(6) 2018. Therapy has been resumed and issue has been resolved post-operatively.